Event description:
It was reported that the customer received a button error alarm on the insulin pump, during a bolus attempt, after possible exposure to perspiration. Her blood glucose level was 325 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, display window and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).